Manufacturer narrative:
Concomitant medical products: vial ceftazidime for injection 1 gram per vial, lot: 108125c exp 02/2021. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing came apart and leaked. It was also confirmed during follow-up, that there was no patient harm as a result off this event.

Manufacturer narrative:
The customer¿s report that the tubing came apart and leak was confirmed. The set's components were visually inspected for kinks, holes/tears in the tubing or damages. Visual inspection of the set noted separation was at the engagement between the silicone segment and upper fitment of the pump chamber assembly. Visual inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the silicone segment tubing. No obvious damages were observed on the upper fitment component, silicone segment, and retainer ring. Functional testing was deemed unnecessary due to the separation. Dimensional analysis was performed on the upper fitment and the diameter of the retainer ring measured within the required specification. The cause of the leak was due to the set separation. The root cause of the separation was not identified.

Event description:
It was reported that the tubing came apart and leaked. It was also confirmed during follow-up, that there was no patient harm as a result off this event.